Manufacturer narrative:
This is a case whereby the customer performed the xpert xpress sars-cov-2/flu/rsv plus and obtained a negative result for the sars-cov-2 targets and obtained a positive on the biofire respiratory panel upon test reflex. The customer used the same sample and performed the tests on the same shift. The patient is a 36 y/o female who presented to the emergency department with fever of unknown origin, chills, and malaise. Upon diagnosis with covid-19, the patient was admitted to the hospital. The customer repeated the xpert test and obtained the same result of negative. The patient has since improved and was discharged 2 days later. There is no leftover specimen for further investigation. Review of the IFU indicates biofire has no analytical advantage. The likely root cause in this case is inconclusive. There is no leftover specimen for further investigation. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result from xpert xpress sars-cov-2/flu/rsv plus. On (B)(6)2025, sample was collected from the patient who was symptomatic for respiratory illness. On (B)(6)2025, sample was ran on sars-cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. The same sample was ran on biofire respiratory panel 2.1 to confirm result as patient was symptomatic. The results of the biorfire respiratory panel 2.1 are sars-cov-2 detected. This result was reported to the physician. On (B)(6)2025, the same sample was retested a 2nd time on sars-cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. The sample was processed per pi and stored at room temperature between tests.